Event description:
A pt reported getting inaccurately low readings on their surestep meter. They had symptoms of nausea, cramps, thirst, hunger, and frequent urination. They stated that they were bitten by a spider on their stomach. They had been applying an antibiotic, but it became infected. Family member took pt to hospital "because of the spider bite". Prior to going to the hospital, their meter read 25 mg/dl. Their blood glucose level was tested on the ER meter with a result of 489 mg/dl more than 30 mins later--(invalid comparison). They were given an insulin shot and then placed on IV insulin. Later at home, they still continued to get really low readings like 11 mg/dl and 14 mg/dl. Their meter was in the right unit of measurement. They compared their meter reading to family member's meter (again, an invalid comparison). During troubleshooting, it was discovered that they were using expired test strips and they also had a pink confirmation dot. The expiration date was 1/2001. They also stated that they stored their strips in the bathroom and never used the control solution. They were educated on the expiration date and the storage of the test strips. This case is reported due to the customer suffering a serious injury and was treated at the hospital due to user error of using expired test strips.